Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours on the leg. The patient was taken to the doctors and diagnosed with a bacterial infection/abscess.. The patient was prescribed an antibiotic and told them to use warm compresses on the site. The pod was discarded.